Event description:
Medtronic received information that 32 months following the implant of this bioprosthetic valve, the patient developed a pressure gradient across the valve due to increasing pannus. The valve was explanted and replaced with another manufacturer's porcine valve with no adverse patient effects.

Manufacturer narrative:
Product analysis:upon receipt at medtronic's quality laboratory, the valve was slightly distorted. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. All commissures were intact. Glistening off-white pannus extended 1 to 4.5 mm onto all cusps and into all inferior coaptive areas significantly reducing the inflow orifice areas. Remnants of pannus remained attached to the sewing ring on the outflow, to the outflow rail adjacent to the right cusp, onto the outflow margin of attachment, and left right commissural area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).